Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The medical doctor did not believe the result and ordered a second measurement and that a second blood specimen be drawn. The initial sample was rerun twice. On (B)(6) 2022, the initial result was 110 pg/ml. On (B)(6) 2022, the first repeat result of the initial sample at 3:13 pm was 3.00 pg/ml with a data flag. The initial result of the new sample at 3:46 pm was 3.00 pg/ml with a data flag. The second repeat result of the initial sample at 3:57 pm was 5.29 pg/ml. The reagent lot number is 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2022. The customer only provided qc performance data. No individual qc charts were provided. The investigation was unable to confirm if the customer's qcs were within ranges prior to the event. The patient's serum sample was collected in a 13x75 mm sarstedt serum gel tube. It was centrifuged for 10 minutes at 3250 rpm. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.